Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was removed and replaced due to device performance issues since initial activation. The physician believes there was a kinked tubing. There was no capsule formation around the pump. There were no patient complications in relation to this event.